Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause of the error message e433 was due to the fact that high voltage peaks may occur at the output transformer of the generator board, which may destroy the transformer on the relay board. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the electrosurgical generator had an e433 error due to a faulty generator board. There were no reports of patient involvement.